Event description:
It was reported that the patient's device continually "beeped" even when there was not an alert situation. All alerts were programmed off, and the device stopped beeping. There is concern that patient does not have all the device functionality available if an alert is required. The device remains in use. Further information indicted that the alerts were turned back on at a later date with no adverse outcome. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.